Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the time of turning on the device. Field service engineer (fse) inspected the system onsite and confirmed that the c-arm was stuck. Upon functional testing fse found that the issue was caused by an object was stuck in c-arm. Fse removed the object, adjusted the c arm, and made current calibration. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system's c-arm was stuck. The system was in clinical use. No harm has been reported to philips.a philips field service engineer (fse) inspected the system onsite determined the c-arm needed to be calibrated. The fse calibrated the c-arm and returned the system to use in good working order.